Event description:
It was verbally reported to ge healthcare that a pt who underwent transesophageal echocardiography (tee) was injured during an extensive surgical procedure. The tee transducer was inserted prior to surgery and remained in place for several hours. Following surgery, the pt complained of tongue pain and exhibited an elliptical shaped lesion approx 14 mm by 34 mm which appeared at the point of contact with the tee transducer shaft. The tee transducer had been high-level disinfected with cidex prior to use. Ge healthcare was advised that a specialist saw the pt but no info on treatment or care of the apparent chemical burn was disclosed. Based solely on the limited info available, this event is considered this to be a serious injury.

Manufacturer narrative:
The te transducer was visually inspected and tested for enclosure integrity. No defects were found that might entrap germicide during the cleaning and disinfection process. A portion of the probe surface had a minor material build up, likely due to inadequate cleaning prior to application of the liquid chemical disinfectant. This scale-like residue can trap germicide, making it more difficult to remove by rinsing.